Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the haptic broke off during insertion. Hence the lens was cut out from the patient's eye and a new lens was inserted. Additional information was received stating that, back up lens was inserted without issue and the patient issue resolved. There was no patient harm.